Event description:
The user reported static with decreased sound detection with the audio processors. Later that day, the user reported that he had no further hearing sensation using the device. Previously, the user reported a gradual decrease in hearing over the last month with an increase of static sensation. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. Further in situ measurements between 2010 and 2018 show one channel with hi status due to undetermined reasons. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been experiencing a decline in hearing performance over the past month. The user also reported static sensations.